Manufacturer narrative:
This product is not marketed in the us. Device evaluation- product evaluation found that the lens was returned dry in the lens case/vial with clear surgical residue/debris on product. Visual inspection found no visible damage to lens. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1 mm vticmo12.1 implantable collamer lens, -18.0/+3.5/085 diopter, in the patient's left eye (os) on (B)(6) 2015. Lens rotation not associated with low vault was observed. On (B)(6) 2016, the lens was repositioned and then exchanged for another lens. The problem was resolved.